Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es full height drawer failed due to a communication error. A customer reported that a user was unable to dispense medication due to a malfunction. A "clicking" sound can be heard upon drawer opening. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer had failed due to a communication error. A field service engineer found that the cubie drawer was not sensing being open. Checked and found that the latch sensor had fallen off its position. Reinstalled the latch sensor back on. Tested and was able to recover the failed drawer. The system functioned as intended after being assessed by the field service engineer.